Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospital due to a surgery and having high blood glucose due to stress. Customer¿s blood glucose was 228, 240 mg/dl. The customer was no okay to troubleshoot. The insulin pump will not be returned for analysis.